Event description:
The customer reported to olympus, that foreign material was coming from the channel of the evis exera iii gastrointestinal videoscope and black substance was also, leaking from scope in the drying cabinet. There were no reports of patient harm associated with this event.

Manufacturer narrative:
(B)(4). The device was returned to olympus for evaluation, the evaluation found the sneakiness/minor scratches/play in control knob/glue peeling on objective lens (ob) and light guide (lg)/large leak from the instrument channel/foggy image/rubber glue cracked/all labels on the connector are peeling/bending section had discoloration/scope connector not activated and grip on cover was wet. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material leaking from the device could not be specified and the foreign material likely remained due to a leak in the biopsy channel resulting in reprocessing not being completed properly; however, a definitive root cause of the foreign material in the nozzle could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : leakage testing of the endoscope prior to reprocessing. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the issue was found during reprocessing.